Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 25, 2014.

Event description:
Per the clinic, the patient experienced healing issues at the implant site and was subsequently explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.